Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08feb2021.

Event description:
It was reported to philips that the device had an error code back up alarm failed and code auxiliary alarm supply failed and will not turn on with battery only. The device was reported to be in clinical use at the time of the event. A good faith effort was made and the customer was not able to provide any additional information as this was sent to their facility with no additional patient information. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised that the errors were in the significant event logs, and that the device does not power on with battery and once powered on will not power off. The customer provided the manufacture date of battery is 2018-10-29. The rse advised the customer if they have a spare power management pcba or motor controller pcba to swap out to see if it resolves the issue. A good faith effort was made and the customer stated that the motor controller pcba was replaced which resolve the reported issue. A full preventative maintenance (pm) was completed on the device and it was returned to service.